Manufacturer narrative:
H.6 investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for clotting with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to clotting as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that blood clots and doesn't anti-coagulate with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter: it was reported that several samples collected clotted. Several samples collected in this lot # clotted. Staff were having to recollect samples from babies due to the microtainer clotting patient safety issue as patients we re-poked.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood clots and doesn't anti-coagulate with a bd microtainer® map microtube for automated process k2 edta 1.0 mg. The following information was provided by the initial reporter: it was reported that several samples collected clotted. Several samples collected in this lot # clotted. Staff were having to recollect samples from babies due to the microtainer clotting. Patient safety issue as patients we re-poked.